Event description:
On june 22, 2008, the lay user/pt contacted lifescan (lfs) alleging that she had difficulty finding a onetouch ultra meter because it was in a black case. The complaint is based on the csr's documentation since a medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. Sometime in approx two months prior, the pt claimed that she had difficulty finding her meter because "the color meshed in with her bag" and she reportedly was not able to take her insulin because it was in the same carrying case with the meter. Sometime after the reported meter issue, the pt reportedly developed symptoms of "high blood sugar". It was unk for how long her symptoms lasted. When the mas listened in to the recorded call, it was verified that the pt finally found her meter near the end of that day. It would have been helpful to know whether the pt tested her blood sugar once she found the meter and what her reading at that time was. There was no medical interventions or treatments mentioned by the pt. This complaint is being reported due to the following conclusions: the pt claimed that she could not find her meter due to it being "black and blended in her purse" and reportedly was not able to take her insulin. The pt further claimed that she developed "high blood sugar" symptoms after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject carry case for evaluation, but has not yet received it. If the carry case is returned. Lifescan will evaluate it and, if the case does not pass inspection, lifescan will inform FDA of the results in a supplemental report.